Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent gray, unresponsive screen following a restart that was prompted by an unresponsive sleep/wake button, and the device only vibrated when placed on a charging pad. Symptoms included hyperglycemia with a reported peak blood glucose of 300 mg/dl and feeling unwell. Outcomes included no medical intervention, no ketone testing, and temporary use of backup therapy until a replacement could be provided. Investigation included remote troubleshooting and education, data sync guidance, and initiation of device return for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.